Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. There was blood on the shaft and on the stent. There were no irregularities or damage to the handle. The stent was received 4mm partially deployed. The safety-lock was not returned with the device for analysis. There were no irregularities or damage to the shaft. Inspection of the remainder of the device revealed no other irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. An 8x120x120 epic¿ stent was advanced to treat the lesion. However, during the procedure, the stent opened automatically before reaching the target lesion. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. An 8x120x120 epic¿ stent was advanced to treat the lesion. However, during the procedure, the stent opened automatically before reaching the target lesion. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.